Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001.

Event description:
It was reported that during preparation prior to loading on an unspecified guidewire, a hole was noted on the balloon. The device was not used, and it was replaced with an unspecified device to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.